Event description:
It was reported that post- op to the linx surgery the patient had surgery seven weeks ago, the patient can not swallow. They are in pain and having the device removed.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: was the device explanted (B)(6) 2022? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Gerd reflux. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? No, just a dilation. If yes, what diagnostic testing was completed? N/a. Can you share the results of the diagnostic tests? Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication)? Not sure. If yes, what is the doctor prescribed medication? Na. Are they currently taking steroids / immunization drugs? No. When using the linx sizing device what technique was used to determine the size? Normal sizing procedure with linx sizer. Is the patient currently taking steroids / immunosuppressive drugs? No. How severe was the dysphagia/odynophagia before intervention? The patient couldn¿t swallow or eat before the removal. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and weight loss? No. Besides the reported dysphagia and weight loss, what was the reason for removal of the linx device? That was the reason. Was the device found in the correct position/geometry at the time of removal? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 9/12/2022. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 29445, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.